Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor display was blank. Upon troubleshooting, fse verified the availability of the power supply (230v), checked the signal from the ippc to ensure it was functioning properly, and swapped the reference monitor to confirm the issue. The fse determined that the defective live monitor was the root cause. To resolve the issue, the fse replaced the live monitor with a new. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor was blank and could not display images. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the monitor. The device was returned to expected functionality.